Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver broke right in half during a tibial plateau leveling osteotomy (tplo) on (B)(6) 2018. The handle is broken right down the middle. A spare screwdriver was given to the surgeons, chips from handle were flushed out of the incision. There was some surgical delay to retrieve the new screwdriver, but the exact length is unknown. The surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. An investigation was performed for the subject device: it was reported that a screwdriver broke right in half during a tibial plateau leveling osteotomy (tplo), on (B)(6) 2018. The handle is broken right down the middle. A spare screwdriver was given to the surgeons, chips from handle were flushed out of incision. There was some surgical delay to retrieve the new screwdriver. The surgery was completed successfully. The following investigation flow was performed: broken. Visual inspection of provided photo performed at customer quality (cq) confirmed the condition of handle breakage, which agrees with the reported complaint condition. The actual device was not returned for analysis, however the provided photo in the complaint file clearly shows that the phenolic material handle has broken into at least 4 pieces. It appears that the break originated at the location where the handle is secured to the shaft with a dowel pin. The exact age of the complaint device could not be determined because the lot# was not provided and could not be identified from the provided photo. A review of the device history records was unable to be performed since the lot number was unknown. Drawing 314_02 were reviewed during this investigation. No product design issues or discrepancies were observed. Part# 314.02 is an assembly of a small hexagonal screwdriver and a 314.06 holding sleeve. Therefore it is also observed that the holding sleeve component is missing from the provided photo. A dimensional inspection of features relevant to this complaint could not be obtained at cq because the device was not returned for analysis. A material inspection could not be obtained at cq because the device was not returned for analysis. Material hardness is not applicable because the phenolic material handle does not have a material hardness specification. A definitive root cause for the handle breaking could not be determined. It is possible that rough handling or blunt impact has contributed to this complaint. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.